Manufacturer narrative:
This report is submitted on july 15, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. The patient was treated with IV antibiotics, however the issue did not resolve. This report is submitted on august 16, 2022.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 in order to debride the wound area. The patient was also treated with oral antibiotics on (B)(6) 2022 for 15 days. This report is submitted on march 04, 2024.